Event description:
The device was used during a cardio vascular procedure. Reportedly, the suture disengaged. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.